Event description:
It was reported that the device was being changed out for near end of service. During the procedure, there was a rapid pacing in the device. Also, it was reported that something was causing a noise on the atrial lead leading to the over pacing. The device was removed and another was implanted. The lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.